Event description:
It was reported the remote monitoring transmission showed the right ventricular (rv) lead had increased impedance and noise. The rv lead also had oversensing. During the lead revision, it was thought there was first rib crush that caused a lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was distorted, was cut and was fractured due to overstress. Also, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.